Manufacturer narrative:
The reason for this revision surgery was to remedy instability 8.9 years after prior surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this the 30th complaint for this part number (13 dislocation, six revision, three trauma, three pain, one surgical technique, one non-assembly, one poor bone quality, and one infection), this is the first complaint for this lot number. The root cause was most likely due to the reported tumor causing instability. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt had a bursa tumor and their joint stability was affected. The surgeon removed and replaced the head and liner.